Event description:
It was reported that the patient with this system, an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented to the emergency department due to therapy exhaustion during a ventricular arrhythmia episode, in which the rhythm was not converted. A review of device data revealed that during shock delivery, the device recorded a code 1005, indicative of high out of range shock impedance measurements. Technical services (ts) was consulted and noted a gradual rise in impedance values. Based on the vector breakdown results, ts recommended lead replacement. The field representative indicated this patient is on extracorporeal membrane oxygenation and supported by an impella device. The patient was being evaluated for a possible heart transplant and not stable enough to undergo lead replacement surgery. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this system, an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented to the emergency department due to therapy exhaustion during a ventricular arrhythmia episode, in which the rhythm was not converted. A review of device data revealed that during shock delivery, the device recorded a code 1005, indicative of high out of range shock impedance measurements. Technical services (ts) was consulted and noted a gradual rise in impedance values. Based on the vector breakdown results, ts recommended lead replacement. The field representative indicated this patient is on extracorporeal membrane oxygenation and supported by an impella device. The patient was being evaluated for a possible heart transplant and not stable enough to undergo lead replacement surgery. This system remains in service. No additional adverse patient effects were reported. Additional information was received. This ICD and rv lead were explanted and surgically abandoned. This system was successfully replaced. No additional adverse patient effects were reported.